Manufacturer narrative:
Date of event is unknown. Therapy date is estimated.

Event description:
It was reported that the patient therapy due to high impedance. As such, lead fracture was suspected. In turn, surgical intervention took place wherein the lead was explanted and replaced with a competitor's lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing where all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.